Event description:
The meter would only prompt an error 1 message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The pt called physician for advice, however no treatment was reported. The issue was not resolved with troubleshooting. No further info has been reported.